Event description:
It was reported to philips that the suite pc software crashed, causing the system to be partially functional on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the suite pc software and suggested replacement of the suite pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).